Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device is currently shipping from argentina to bbm in germany for investigation. A follow-up report will be provided after the inspection results are available. Reviewed the DHR and there is no abnormality found during in-process and at final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): the client advises that the pump does not administer medication. The elastomer doesn't compress.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received two easypump ii lt 100-50-s in original packaging. The provided samples were taken to a visual inspection. Damages or other deviations were not detected. In addition the samples were filled with 50ml nacl 0,9% and a functional test respectively a leak test was carried out. After opening the clamp clip and waiting for 60 minutes the pumps did work properly (solution was running). After these 60 minutes leakages were not detected. The provided samples are within our specifications. However, blockage is a known error pattern and corrective and preventive actions are in progress / have been implemented.